Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: the returned battery cap was used for testing. The pump was returned with evidence of moisture in the battery compartment. The battery compartment was found to be cracked. The pump was unable to power on. The reported audio tone/vibration complaint was unable to be investigated due to moisture ingress found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The vibration reportedly continued and the battery had to be removed for the vibration to stop. There was reportedly moisture and corrosion found inside the pump once the battery was removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.